Event description:
It was reported that high impedances greater than 40,000 ohms were measured. Intra operative impedances were normal. A couple weeks later, contact eight was showing abnormal impedances. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. Follow up with the manufacturing representative indicated that the impedances had not resolved and no further troubleshooting would be done since the open circuit was not being used for therapy control. The patient was doing well and receiving effective therapy.

Manufacturer narrative:
Product ID 3389s-40, lot# va0phqn, implanted: 2014 (B)(6) product type lead product ID 3389s-40, lot# va0n2nj, implanted: 2014 (B)(6); product type lead product ID 3708660, serial# (B)(4); implanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4); implanted: 2014 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient (B)(4).